Event description:
It was reported that a continuous glucose monitor stopped providing readings and the user, who does not use the mobile application, attempted to restore function by toggling cgm settings but could not complete pairing due to a missing code; a replacement sensor was then applied following site preparation guidance, but the applicator failed to deploy when attempted with pairing. Symptoms included no glucose data availability due to signal loss. Outcomes included interruption of glucose monitoring and the need for device replacement and user coaching. Investigation included technical troubleshooting by phone, education on proper site preparation and application, and documentation of the applicator failure. Investigation of this case revealed an applicator deployment failure with unsuccessful sensor start and unresolved signal acquisition. It was concluded that the event was attributable to a sensor applicator malfunction leading to loss of glucose readings and unsuccessful replacement attempt, with user re-education provided and the case transferred to a partner organization for further support.